Event description:
It was reported that implantable cardioverter defibrillator was found to be in backup operation. It was noted that the device was not programmed into MRI be fore the patients MRI. Programming changes were performed. There were no patient consequences.